Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2025, a 59-year-old female underwent arterial thrombectomy using inari devices. The patient's clot age was estimated at 14 days. During the procedure, clot was removed on the right after seven passes with the the artix mechanical thrombectomy device (mt6) and a stent was placed in the right iliac artery. While completing fluoroscopy, some clot was embolized as a result of ballooning. One more pass using the mt6 removed the embolized clot. Imaging confirmed normal findings. All devices were removed through the artix thin-walled sheath (artix sheath), however upon removal of the dilator, the dilator would not retract. The physician pulled the artix sheath and the sheath came apart in a section. The physician moved closer to the access and pulled again, which resulted in another tear in the sheath. The physician used hemostats and increased the dilation of the site, and everything was fully removed.

Event description:
On (B)(6) 2025, a 59-year-old female underwent arterial thrombectomy using inari devices. The patient's clot age was estimated at 14 days. During the procedure, clot was removed on the right after seven passes with the artix mechanical thrombectomy device (mt6) and a stent was placed in the right iliac artery. While completing fluoroscopy, some clot was embolized as a result of ballooning. One more pass using the mt6 removed the embolized clot. Imaging confirmed normal findings. All devices were removed through the artix thin-walled sheath (artix sheath), and the artix sheath dilator was reinserted while removing the artix sheath. Upon removing the artix sheath, resistance was felt. The physician pulled the artix sheath and the sheath came apart in a section. The physician moved closer to the access and pulled again, which resulted in another tear in the sheath. The physician used hemostats and increased the dilation of the site, and everything was fully removed.

Manufacturer narrative:
Additional manufacturer narrative: the artix thin-walled sheath (artix sheath) was returned to the manufacturer and investigated. Visual inspection confirmed the artix sheath had five areas where the sheath shaft had separated and the coil was exposed. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The artix sheath most likely separated due to excessive force used to advance/retract the device against resistance. The device labeling includes the following warning: "avoid using excessive force to advance the artix sheath against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." "Never advance or torque the artix sheath against resistance without careful assessment of cause of resistance using fluoroscopy." Correction to initial report (3020347218-2025-00085), section b5: initial report stated "all devices were removed through the artix thin-walled sheath (artix sheath), however upon removal of the dilator, the dilator would not retract. " b5 should read "all devices were removed through the artix thin-walled sheath (artix sheath), and the artix sheath dilator was reinserted while removing the artix sheath. Upon removing the artix sheath, resistance was felt. " manufacturer reference number: (B)(4).